Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent upon completion of investigation.

Event description:
The event is reported as: complaint alleges: " the trigger came in contact with the housing (hit against the edge of the housing) while it was depressed and the stapler released unformed staples. The event occurred during use, but no harm was caused to the pt. Another visistat stapler was used to continue the procedure."